Manufacturer narrative:
The referenced electrode was returned to olympus for evaluation. A visual inspection of the as received condition found the loop wire was completely broken off and missing. The distal tips of both the yellow colored insulation posts are charred. One of the insulation posts is bent inward. No testing was performed due to the condition of the electrode. The cause of the reported event could not be conclusively determined as no concomitant devices were returned with the electrode for evaluation. However, based on similar reported complaints the most probable cause of the reported event can be attributed to operator's technique due to excessive force being applied to the device, high output settings applied during activation or the loop wire may have come in unintended contact with a metallic object during the hf output which can lead to damage of the loop wire. Additionally, the original equipment manufacturer conducted a review of the device history records for the concerned lot number and noted there were no deviations or non-conformities during the manufacturing process.

Event description:
Olympus was informed that the loop wires from three electrodes broke during a transurethral resection of the prostate procedure. This report is for one electrode where the loop wire broke off and fell into the patient¿s bladder. The broken loop wire was retrieved via irrigation. The procedure was completed using a fourth electrode from the same lot. No patient injury was reported.